Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is without stimulation and had experienced difficulty initiating communication between the ipg and the pt programmer. The pt also indicated she had not charged the ipg since implant. Surgical intervention is pending to address the issue.